Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU), for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from the needle set. No other discrepancies were noted at visual inspection. The needle pouch was pressure tested under water to standard, "trace matrix d007243". The pouch did leak. The complaint that the "sharps protruded through the pouch" has been confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint has been confirmed via pressure testing. Athlone (legal manufacturer) has issued a non-conformance to address the needle puncture issue.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.